Manufacturer narrative:
Final report for case (B)(4). Device requested for return on the following dates: 11/13/2025. 12/3/2025. 12/13/2025. 12/18/2025. More information requested from customer on following dates: 11/18/2025. 12/15/2025. 1/7/2026. No feedback from customer, device not returned. No more information received regarding status of device or any user/patient harm. New device dispatched. The current risk file (B)(4). 10 - 1076 otocam 300 - risk analysis hazard ID 3.2 identifies this issue. Harm - electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Cause- power surge from electrical source. Excessive voltage. Severity- marginal (11). Risk level- minor (11).

Event description:
Dispenser stated that the last time the camera was used it shocked the patient. No reports of injury to user or patient. More information requested from customer.

Manufacturer narrative:
Initial complaint for (B)(4). More information requested from complainant. Device requested for return. No report of user harm. The current risk file (B)(4) rev. 10 - 1076 otocam 300 - risk analysis hazard ID 3.2 identifies this issue. Harm - electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Cause- power surge from electrical source. Excessive voltage. Severity- marginal (11). Risk level- minor (11).

Event description:
Dispenser stated that the last time the camera was used it shocked the patient. No reports of injury to user or patient. More information requested from customer.